Manufacturer narrative:
The scope was returned to the service center and is pending evaluation. The cause of the reported event cannot be determined at this time. In addition, as part of our investigation of this report, an olympus endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit has not been finalized. Please also reference additional patient identifiers: (B)(6) submitted to address the related positive cultures.

Event description:
The customer reported that during repeat testing six of the nine duodenovideoscopes onsite cultured positive for an unspecified organism. All six scopes have been removed from service at the user facility. The customer reported that the scopes were not used on patients and therefore, no patient infection occurred. This report is being submitted to address scope 1 of 6.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer¿s investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where there was a chip on the edge of the light guide lens and slight indentations near the outer edge of the left arm insertion hole. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined as the customer did not provide the results of culture test and the customer declined to have the scope undergo additional culture sampling. As part of the investigation, an olympus endoscopic support specialist (ess) contacted the user facility. The customer declined to have ess dispatched onsite to perform an in service. According to the customer, the scopes were sent by olympus brand new. Upon receipt, the scopes were cultured, and the scopes did not pass the facility¿s culture parameters. Facility states no pathogenic cultures were noted, but the amount of colonies of other, non-pathogenic bacteria were above the threshold. Facility requested new scopes out of an abundance of caution. These scopes were never placed in rotation or used on a patient. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.